Manufacturer narrative:
(B)(4). Evaluation of the returned device found the inner balloon area and the balloon lumen were heavily contaminated with blood. As a result the balloon could not be inflated. Flushing the guide wire lumen and performing the guide wire compatibility was possible without any abnormalities using a non abbott guide wire. The guide wire could be inserted from the proximal as well as from the distal side from the device. The tip and marker bands did not show any sharp edges or damages. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.

Event description:
It was reported that during pre-dilatation and post-dilatation in the left superficial artery, two fox sv dilatation catheters could not track well over the guide wire. There was no report that dilatation was not performed successfully. There was no adverse patient effect. No additional information was provided. During device return analysis, possible balloon rupture was observed.